Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 404 mg/dl. The customer stated that they went running and upon returning home the insulin pump alerted that a high blood glucose level. The customer delivered a bolus and woke up with blood glucose of 404 mg/dl. They vomited and drove to the urgent care. They were transferred to the emergency room where they were treated with insulin drips. The doctor told them that they went into diabetic ketoacidosis and were transferred to the intensive care unit. At the time of the phone call the customer's blood glucose was 600 mg/dl, which was treated with a bolus delivery form the insulin pump. The customer was vomiting, was thirsty and was nauseous. They stated that they had manual injections as a backup plan. Troubleshooting was performed and the device passed the high pressure test. The drive support cap was recessed. The customer insisted on replacing the insulin pump. Nothing further was reported.